Event description:
New information received indicates that the initial reported noise was due to emi exposure during a surgery, which no magnet was used. The device was explanted and replaced. The lead remains implanted. The patient was well post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient received inappropriate shock due to noise. Further testing and lead replacement were suggested.